Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with a polypectomy. According to the complainant, during the procedure, the patient was first injected at the post polypectomy site with epinephrine, which did not completely arrest the bleeding. The device was positioned at the target point and an attempt was made to deploy the clip however, the clip would not deploy. It was noticed that the clip would not close. They then repositioned the clip at the site and attempted to deploy the clip however, the clip fell off in an open position into the patient. It was reported that there was no delay in the procedure. The clip was left to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with a polypectomy. According to the complainant, during the procedure, the patient was first injected at the post polypectomy site with epinephrine, which did not completely arrest the bleeding. The device was positioned at the target point and an attempt was made to deploy the clip however, the clip would not deploy. It was noticed that the clip would not close. They then repositioned the clip at the site and attempted to deploy the clip however, the clip fell off in an open position into the patient. It was reported that there was no delay in the procedure. The clip was left to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned for evaluation. It was noticed that there was a kink in the control wire near the handle. In addition, the control wire was separated per design. The root cause (the clip would not open/close) could not be determined as the clip assembly was not returned. However, the most probable root cause has been determined to be operational context, as evident of the control wire being kinked. A review of the device history record (DHR) was performed; no anomalies were noted.